Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is waiting for the pump to be explanted and sent for evaluation. Therefore, once we receive the pump and the evaluation is complete, a supplemental report will be submitted.

Event description:
Intera oncology was notified by a physician that an intera 3000 hepatic artery infusion pump is not flowing. The pump was implanted to the patient on (B)(6), 2025. The patient was put on glycerin and transitioned back to floxuridine. Following the administration of glycerin, the clinic emptied the glycerin from the pump and filled the pump with high dose heparin. The physician mentioned they did not flush the catheter with the special bolus needle following the glycerin. When the patient came back for their refill 2 weeks later, all 30 ml of heparin returned. They refilled the pump with high dose heparin and had the patient return a week later. When they emptied the pump, all 30ml of heparin returned. The physician spoke with intera oncology medical science liaison and was told to flush the catheter with injectable saline as soon as possible. The clinic did a CT scan to confirm that the catheter is in the correct position. The image showed that the catheter had not dislodged or migrated. On (B)(6), 2026, the physician tried to flush the catheter in infusion using the special bolus needle. She attempted to push injectable saline and tissue plasminogen activator (tpa) and was unable to get anything through the catheter. The physician was able to manually clear the clot on (B)(6), 2026. The patient had a pump study done on march 23, 2026. The clinic had trouble accessing the pump. The physician removed 50ml of seroma and was able to access the pump afterward. On (B)(6), 2026, the patient was seen at the clinic for a refill, and the catheter was clotted off again. The physician plans to remove the patient's pump and tie off the catheter.